Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd sharps collectors lid latch was deformed. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the lid could be not closed. The shape of the lid was deformed. Once the lid of the small window was closed, it could not open. An event like this had never happened before.